Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022 an 23mm regent heart valve was implanted with no reported complications. The following day on (B)(6) 2022, the patient had still not woken up since the procedure. The patient was noted to have been in cardiogenic shock with renal failure. The physician alleged that the cause of the cardiogenic shock was due to the large inner diameter of ventricle and heart failure prior to procedure, and long cardiopulmonary bypass time. The patient received intravenous dopamine, norepinephrine, and adrenalin. Creatinine level was noted as 299 mcmol/l. The patient underwent bedside right femoral vein puncture catheterization and bedside dialysis. In addition, a blood route was established at the femoral vein catheterization site for sodium bicarbonate hemodialysis plus perfusion. No patient consequences were reported.

Manufacturer narrative:
An event of cariogenic shock and renal failure one day after the device was implanted was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated there were no complications during the implant procedure. It was indicated that the large inner diameter of ventricle, serious heart failure prior to procedure, and long cardiopulmonary bypass time could have caused the cardiogenic shock. There is no indication of a product quality issue with regards to manufacture, design, or labeling.